Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The logs confirmed the reported failure. There was a battery failure alarm. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. Batttest results revealed that there was a cell imbalance in the battery in position 2. The root cause of the defective battery was due to single cell failure.

Event description:
The complainant reported that upon start up, the automated impella controller powered on with a battery failure alarm. The device was plugged in, the power was reset, and a hard reset to the battery was completed but the issue remained. There was no patient involvement at the time of the noted failure.